Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer attempted to remove the intra-aortic balloon while leaving the sheath inserted. The iab then got stuck and the sheath had to be removed as well. It was noted that the sheath was another manufacturer's. Upon observation of the sheath after removal, it was discovered that the base of the sheath was bellow-shaped and the iab was stuck at the tip of the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was covering the half of the balloon. The sheath was not a maquet product. A portion of the extracorporeal tubing and male luer was cut from the iab and not returned. The sheath was able to slide back off of the membrane without difficulty. No damage was observed on the membrane. An underwater leak test of the balloon, catheter, y-fitting and portion of the extracorporeal tubing was performed and no leaks were detected. It is recommended to use a maquet sheath and to use a one-way valve to ensure a vacuum when attempting to remove the sheath. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.